Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file showed a low speed event on (B)(6) 2021. This event occurred while the device was operating on battery power. An onsite driveline repair was performed on (B)(6) 2021 by abbott personnel. The driveline was severed approximately 16" from the controller connector and was replaced with no issues. The outer jacket of the returned driveline segment was removed and visual inspection of the bionate layer was unremarkable. Some wear of the braided shield was observed approximately 2¿ to 5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient remains ongoing on ventricular assist device (vad) support, and no further issues have been reported. It was reported that the patient has had no further alarms since the driveline replacement. Incidental findings: (1)review of the submitted log files appeared to reveal events consistent with an ingested deposition passing through the device. However, a specific root cause for the observed events could not be conclusively determined through this investigation. (2)cosmetic damage to the silicone jacket was observed approximately 4.5¿ from the controller connector during evaluation of the returned driveline segment. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20sep2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller alarmed for low flow and speed drops around 2000rpm. The patient heard the alarm but thought that it was a self-test. The patient denies any symptoms. Technical support (ts) reviewed the log file and observed 5 low speed advisories where speed drops were as low as 2140rpm. Ts explained that this type of behavior has been linked to potential issues with the percutaneous lead. The issues mentioned appeared to be occurring on batteries. In order to identify a possible location of where the compromise in the lead may be, ts requested that x-rays be taken. The x-rays revealed a suspicious area of the driveline about 3 inches from the connector going into the controller. Technical services performed an external percutaneous lead repair on 06jan2021. The repair was performed approximately 5 inches from the exit site. No issues were noted after the patient was placed back on a grounded cable. The customer reported that the patient had no further alarms since the repair. Another log file was submitted on 20jan2021. Technical services reviewed the log file and observed several power/flow elevations on 13jan2021 and 17jan2021. There was also a pump stop and yellow wrench alarm noted on 06jan2021 that occurred during the driveline repair.